Manufacturer narrative:
The cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp lost pulses in the lower leg. The pump was explanted. Later, the patient's family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.